Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast on the balloon and on the outer member. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was a tear in the tip at the distal seal. The material at the tear was jagged. There were three kinks in the hypotube, 35.5 cm, 48.5 cm, and 75 cm distal to the strain relief tubing. There was no shaft separation as reported. There was no other damage noted to the sds. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: separated shaft. It was reported that during a procedure of a proximal ramus intermedius artery, a 2.75 x 15 mm promus stent was used without predilating the lesion and it was noted the device's shaft broke. There was no reported pt effect. A second 2.75 x 18 mm promus was used to complete the procedure. No additional event or pt info is available. You are receiving this medwatch report from abbott vascular as bsc distributes promus (as its brand label of abbott vascular's drug eluting stent) in the us.